Event description:
It was reported by the customer that their insulin pump had a priming anomaly. Customer stated they were unable to exit the priming process and perform a fixed prime. Assisted customer with programming device and priming device properly, making sure insulin was exiting the infusion set tubing. Customer's blood glucose level was 297 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).